Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose(bg) level. A specific bg vale was not provided. Reportedly, the customer used fiasp insulin. The customer was aware that fiasp insulin is off label to use with the tandem pump. Reportedly, the customer was in contact with a health care professional to obtain a prescription for novolog insulin. A manual injection was administered to address bg level.